Event description:
Connection issues during the implantation procedure at atrial level: there was one click sound when the atrial setscrew was tightened. No attempt to unscrew, the setscrew was performed. The device was kept implanted.

Manufacturer narrative:
(B) (4) labeling reviewed. (B) (4)